Manufacturer narrative:
Updated f10: device codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that interrogation of this pacemaker system indicated only one year of battery life remaining, just two months after implantation. A request was made to analyze the device data. The analysis revealed abnormally high-power consumption. Technical services (ts) also observed loss of capture (loc) and low pacing impedance within range on the right ventricular (rv) lead. Additionally, ts recommended device replacement further rv lead evaluation. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received stating this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that interrogation of this pacemaker indicated only one year of battery life remaining, just two months after implantation. A request was made to analyze the device data. The analysis revealed abnormally high power consumption. Technical services (ts) also observed a loss of capture (loc) and recommended device replacement. Additionally, the right ventricular (rv) lead was suspected to be damaged and was recommended for further evaluation. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Updated f10: device codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that interrogation of this pacemaker system indicated only one year of battery life remaining, just two months after implantation. A request was made to analyze the device data. The analysis revealed abnormally high power consumption. Technical services (ts) also observed loss of capture (loc) and low pacing impedance within range on the right ventricular (rv) lead. Additionally, ts recommended device replacement further rv lead evaluation. This pacemaker remains in service. No adverse patient effects were reported.